Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this left ventricular (lv) lead, the guidewire became stuck in the lumen and was not able to be removed. The lv lead was implanted with the guidewire remaining inside the lead lumen. No adverse patient effects were reported.